Event description:
Dealer states: "left motor locking up and upon inspection both motors w/end cpa removed, sparking and electrical burnt scent to both motors."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m51p, serial number/date (B)(4) is approximately 7 months old. The owner's manual part number 1125085 (rev. J) oct-08, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.